Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. Fluoroscopy revealed that the lead had insulation damage under the patient's clavicle. On (B)(6) 2018, the lead was capped and replaced. Patient was in good condition post procedure. No patient symptoms were reported.